Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to diabetes ketoacidosis. Customer's blood glucose level at the time of the hospitalization was 527 mg/dl. The customer was wearing the insulin pump when admitted to the hospital; she had been off it for a few hours. Also mentioned was treated with the insulin drips. Customer stated insulin was not being delivered and did not get an error message, which led to the hospitalization. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received missing end cap sticker and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.